Manufacturer narrative:
The ICD was subjected to an electrical analysis, revealing that the device could not be interrogated, confirming the clinical observation. Therefore, the ICD was opened and the inner assembly was inspected. During the inspection of the electronic module, the analysis revealed that the fuse separating the battery from the electronic module as well as the output stages of the high voltage circuit had been damaged. Due to this damage of the electronic module, the device could not be interrogated properly. Based on the damage symptoms of the electronic module, the device was most probably damaged due to a shock delivery of the ICD into an external short circuit. Possible clinical complications that might lead to an external short circuit included but are not limited to a twiddlers syndrome, subclavian crush syndrome or other lead insulation damages. As it was mentioned in the clinical complaint that the lead impedance was found greater than 4000 ohms and loss of capture as well as irregular sensing was observed, a potential damage of the ICD lead used with this device should be taken into consideration. In a next step, the manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. In conclusion, the electronic module was found damaged most probably due to a shock delivery into an external short circuit. Due to the damages the device could not be interrogated properly. The analysis revealed no indication of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of approximately 18 months, it was reported that the ICD could not be interrogated on (B)(6) 2017 after the patient had received some shocks. The device was explanted but not yet returned for analysis. During the revision procedure the competitors rv lead measurements showed impedance values greater than 4000 ohms and loss of capture. The lead was capped.